Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ('bothe coils had punctured cornua') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required), vulvovaginal inflammation ("inflammation in vagina"), bacterial vaginosis ("bacterial vaginosis"), migraine ("harmonal migraine"), vaginal discharge ("vaginal discharge"), hypersensitivity ("allergic to sanitory napkins"), cervix disorder ("blue dots on my cervix"), menstrual disorder ("abnormal periods") and premenstrual syndrome ("pms"). The patient was treated with surgery (essure removal). Essure was removed. At the time of the report, the uterine perforation, vaginal discharge and hypersensitivity outcome was unknown and the migraine and menstrual disorder had resolved. The reporter considered bacterial vaginosis, cervix disorder, hypersensitivity, menstrual disorder, migraine, premenstrual syndrome, uterine perforation, vaginal discharge and vulvovaginal inflammation to be related to essure. Concerning the injuries reported in this case, the following ones were reported via social media -getting them out , vaginal inflammation, bacterial vaginosis, harmonal migraine quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 4-jun-2020: quality-safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ('both coils had punctured cornua') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required), vulvovaginal inflammation ("inflammation in vagina"), bacterial vaginosis ("bacterial vaginosis"), migraine ("harmonal migraine"), vaginal discharge ("vaginal discharge"), hypersensitivity ("allergic to sanitory napkins"), cervix disorder ("blue dots on my cervix"), menstrual disorder ("abnormal periods") and premenstrual syndrome ("pms"). The patient was treated with surgery (essure removal). Essure was removed. At the time of the report, the uterine perforation, vaginal discharge and hypersensitivity outcome was unknown and the migraine and menstrual disorder had resolved. The reporter considered bacterial vaginosis, cervix disorder, hypersensitivity, menstrual disorder, migraine, premenstrual syndrome, uterine perforation, vaginal discharge and vulvovaginal inflammation to be related to essure. Concerning the injuries reported in this case, the following ones were reported via social media -getting them out , vaginal inflammation, bacterial vaginosis, harmonal migraine. Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 14-may-2020: quality safety evaluation of ptc (product technical complaint). Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ('bothe coils had punctured cornua') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required), vulvovaginal inflammation ("inflammation in vagina"), bacterial vaginosis ("bacterial vaginosis"), migraine ("harmonal migraine"), vaginal discharge ("vaginal discharge"), hypersensitivity ("allergic to sanitory napkins"), cervix disorder ("blue dots on my cervix"), menstrual disorder ("abnormal periods") and premenstrual syndrome ("pms"). The patient was treated with surgery (essure removal). Essure was removed. At the time of the report, the uterine perforation, vaginal discharge and hypersensitivity outcome was unknown and the migraine and menstrual disorder had resolved. The reporter considered bacterial vaginosis, cervix disorder, hypersensitivity, menstrual disorder, migraine, premenstrual syndrome, uterine perforation, vaginal discharge and vulvovaginal inflammation to be related to essure. Concerning the injuries reported in this case, the following ones were reported via social media -getting them out , vaginal inflammation, bacterial vaginosis, harmonal migraine quality-safety evaluation of ptc: unable to confirm complaint. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.